Event description:
Patient underwent uneventful ilasik on (B)(6) 2013. Patient presented at 1 day post op with striae on the left eye. Patient brought back to the laser suite and flap was repositioned. On (B)(6) 2013, uncorrected visual acuity (ucva) was 20/20 on the right eye and 20/25 on the left eye.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Customer indicated that patient underwent uneventful procedure. Amo's field service engineer (fse) visited the site on (B)(4) 2013 for preventive maintenance and did not identify any issues associated with the event. The system meets amo's specifications.